Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd affirm¿ vpiii microbial identification test reagent was injected into finger. The following information was provided by the initial reporter: hazard, injury or erroneous results? Yes. Did any hazard occur (e.g. Exposure to blood/bodily fluid, needle/probe stick, safety issue)? Yes. Customer states the employee inadvertently injected a tiny amount of affirm vpiii reagent into her finger.

Manufacturer narrative:
H.6 investigation summary: previous investigation did not reveal any changes to materials that could directly cause this injury. A review of past complaints does not indicate trend by atts batch. Bd implemented the packaging of the atts ampule crushing tool in order to prevent future occurrence of this issue. All current atts kits contain 1 tool which will be provided in each kit indefinitely. Per package insert instructions, bd strongly recommends use of this tool to eliminate chance of future injury. Bd apologizes for any issues this incident has caused. We will continue to closely monitor for trends associated with atts glass injury. If you have any additional questions or concerns, please do not hesitate to contact bd technical services. H3 other text : see h.10.

Event description:
It was reported that bd affirm¿ vpiii microbial identification test reagent was injected into finger. The following information was provided by the initial reporter: hazard, injury or erroneous results? Yes. Did any hazard occur (e.g. Exposure to blood/bodily fluid, needle/probe stick, safety issue)? Yes. Customer states the employee inadvertently injected a tiny amount of affirm vpiii reagent into her finger.